Event description:
It was reported that the pump wake button was not working. There was no reported adverse impact to customer's blood glucose. As pump was out-of-warranty, pump was not returned to tandem. No additional information was provided.